Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead replacement surgery the device was changed out intraoperatively since it did not have much time left on the battery. Inappropriate mode switching occurred due to lead noise. The device also showed complete loss of capture and high lead impedance, a capture test was done and no capture was observed. No further information was available.

Manufacturer narrative:
(B)(4). The reported field event of a diagnostic anomaly was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Event description:
It was reported that during lead replacement surgery the device was changed out intraoperatively since it did not have much time left on the battery. The device showed complete loss of capture and high lead impedance, a capture test was done and no capture was observed. No further information was available.